Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on boot screen and on the blue splash screen. A technical support specialist (tss) spoke with the customer, who reported that stations were running well and confirmed the issue was resolved. The tss explained that the issue had occurred due to an operating system update, which required a reboot to apply downloads. The customer mentioned noticing a firmware update on the screens and performed several reboots before accessing the application. A field service engineer (fse) upon arrival, found the station was operational. The fse logged into support, checked drive space, verified drawer functionality, and rebooted the station. The customer logged in and confirmed the station was fully operational. The system functioned as intended after the technical support specialist and the field service engineer investigated the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was stuck on boot screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.